Event description:
1. The endoflex endotracheal tube is flexible and does not permit the damage of suction catheter. 2. The endoflex endotracheal tube flange when it is moved towards the bottom of the tube curls up the tip which hinders the suction catheter insertion.